Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 136, 463 joules during a prostate procedure. The procedure was completed with another fiber. No patient or end user injury was reported.

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber; a code request has been submitted. The manufacturer assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719).